Event description:
Information received indicated the left head siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to rust on the siderail latching mechanism. He lubricated the siderail latch mechanism to repair the bed.